Event description:
A malfunction was reported, indicated by a code that could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on their health. Tandem technical support arranged to send a replacement pump equipped with updated software. The customer was informed about the proper steps for receiving the new pump and returning the defective one, as well as instructions for backup insulin delivery using multiple daily injections (mdi).